Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n130196007, implanted: (B)(6) 2007, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (20.0 mg/ml, 3.497 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that upon examination/palpation on (B)(6) 2014, erythema at the pump incision site was observed. On (B)(6) 2014, examination/palpation revealed that the incision was well-healed. The outcome was resolved without sequelae on (B)(6) 2014. The intervention included medical or non-surgical therapy of providing the patient clindamyacin 300mg,1 orally 4 times daily x 7 days on (B)(6) 2015. The etiology was unlikely related to the device or therapy, and related to the implant procedure. There were no other signs or symptoms of infection, and the severity was mild.